Event description:
A customer reported an occlusion alarm that occurred earlier in the day. A cartridge change was performed resolving the occlusion. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. There was no need for third-party assistance, and the customer did not report any recurring occlusion issues. The case was subsequently closed by technical support.